Event description:
It was reported that the patient¿s catheter got clogged and he wasn¿t receiving any pain medication from the system for a couple of months. The patient was taking oral medication. The patient was still in a lot of pain with morphine and his healthcare provider (hcp) gave him dilaudid for breakthrough pain. Within a week or less of having fentanyl put in his pump, the patient didn¿t get any pain relief and was admitted by the emergency room (ER) physician. The patient was in a rehabilitation hospital for 6-7 days. The patient was going through withdrawals. Intravenous (IV) dilaudid was attempted to be given at this time. The patient told his hcp that he wasn¿t getting any pain relief and that he was in more pain than ever, so a dye study was done. The patient went back to the hospital, was admitted and was hooked up to IV dilaudid and dye was running through the pump to see if anything was going on. The reporter assumed that is when the hcp determined that something was going on with the catheter. Someone told the patient that the medication was a thicker solution and it was unknown if it clogged the pump, but it did clog the catheter. When the hcp aspirated medication, that¿s when a volume discrepancy was realized. His hcp gave him dilaudid orally for breakthrough pain. A pump replacement was recommended. It was noted that the patient decided to have saline put in his pump in 2007. It was indicated that this event took place between 2006 and 2007. At the time of this report, the patient did not have a managing pump physician. The patient decided not to have his new pump filled with narcotics. The patient was never given an explanation on why his pump failed. The patient did not understand why the hcp didn¿t run a test on the pump.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2001, product type catheter. (B)(4).